Event description:
Complainant alleges that she had placed a vaporizer on the floor for use because her baby daughter was ill. The baby was put on the floor and crawled to the vaporizer, burned her hand, then fell on the unit and burned her face. The baby was taken for medical treatment and was diagnosed with 2nd degree burns to her face. She is currently undergoing treatment to heal the wound and will be following up with a plastic surgeon.